Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching. Concomitant medical products: 694765 lead 2007-12-20, 419388 lead 2007-12-20. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) eroded through the skin. The ICD was explanted and the leads were cut and capped. A temporary lead was placed until the system was replaced. No further patient complications have been reported as a result of this event.